Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Part number: 03.110.005. Lot number: 2370258. Manufacturing site: bettlach. Release to warehouse date: 17. May 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on an unknown date, the handle for torque limiting attachment will not retain the attachment. The issue was discovered during education for training. There was no patient involvement. This complaint involves one (1) device investigation flow: device interaction/functional. Visual inspection: the handle for torque limiting attachment (p/n: 03.110.005, lot #: 2370258) was returned and received at us cq. Upon visual inspection, there were no defects identified with the returned device. Functional test: the functional test was not performed on the returned device as the device was returned by itself. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. Complaint is not confirmed. Investigation conclusion the complaint condition was unconfirmed for the handle for torque limiting attachment (p/n: 03.110.005, lot #: 2370258). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing site name provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the handle for torque limiting attachment will not retain the attachment. The issue was discovered upon during education for training. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).